Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed on all lots. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6)

Event description:
The initial reporter complained of questionable high inr results from two coaguchek xs meters compared to the laboratory that uses an abbott system. The customer only provided the serial number for one meter, serial number (B)(4). It was not clear if this serial number applied to the customer's meter or the "demo" meter. The result from the customer's meter was 4.7 inr. The result from a "demo" meter was 4.6 inr. After 1 hour, the result from the laboratory was 2.47 inr.